Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The patient was admitted on (B)(6) 2025, with jaundice from bile duct tumor and stayed until (B)(6). After discharge there was severe diarrhea and high bilirubin levels. On october 15 the patient was hospitalized again with worsening condition, diarrhea, black stools, swelling, and jaundice. The patient experienced digestive bleeding on (B)(6) 2025, and subsequently passed away the following day on (B)(6) 2025. The last CT scan, performed on (B)(6) 2025, showed a marked reduction in the dilation of both intrahepatic and extrahepatic bile ducts, with the stent in place. It was noted that the patient had been hospitalized both before and after the procedure and was transferred to palliative care following the bleeding episode.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e1103 captures the reportable event of high bilirubin levels (hyperbilirubinemia). Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f0801 captures the reportable event of intensive care. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported clinical events of bleeding, diarrhea, swelling, high bilirubin levels and jaundice, as well as the hospitalization and intensive care, the imaging required and the reported death. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, hemorrhage, major and death are noted within the instructions for use (IFU) as possible adverse events associated with the use of the device. The remaining events could not be confirmed because there is not objective evidence or descriptive conditions to establish the cause. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, hemorrhage, major and death are noted within the instructions for use (IFU) as known possible adverse events related to the use of the device. Risk review: a risk review was completed and confirmed that the events of "hemorrhage, major, death, hospitalization or prolonged hospitalization, imaging required, intensive care, jaundice, diarrhea, swelling and hyperbilirubinemia" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The patient was admitted on (B)(6) 2025, with jaundice from bile duct tumor and stayed until (B)(6). After discharge there was severe diarrhea and high bilirubin levels. On (B)(6), the patient was hospitalized again with worsening condition, diarrhea, black stools, swelling, and jaundice. The patient experienced digestive bleeding on (B)(6) 2025, and subsequently passed away the following day on (B)(6) 2025. The last CT scan, performed on (B)(6) 2025, showed a marked reduction in the dilation of both intrahepatic and extrahepatic bile ducts, with the stent in place. It was noted that the patient had been hospitalized both before and after the procedure and was transferred to palliative care following the bleeding episode.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e1103 captures the reportable event of high bilirubin levels (hyperbilirubinemia). Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f0801 captures the reportable event of intensive care.